Event description:
The probechek alk negative control slides (list no. 06n38-005) are intended for use as an assay control for appropriate hybridization conditions during routine use of the vysis alk break apart fish probe kit (list no. 06n38-020), a qualitative test to detect rearrangements involving the alk gene via fluorescence in situ hybridization (fish) in formalin-fixed paraffin-embedded (ffpe) non-small cell lung cancer (nsclc) tissue specimens to aid in identifying those patients eligible for treatment with xalkori (crizotinib). The probechek alk negative control slides should be assayed in conjunction with the user's specimen slides according to the package insert for the vysis alk break fish probe kit. The test is for prescription use only. A customer reported that probechek alk negative control slides were broken upon receipt. There was no report of injury due to the broken slides. The probechek alk negative control slides package insert indicates these slides contain human sourced and/or potentially infectious components. If the issue of customers receiving broken probechek slides were to recur, it is possible customers could cut themselves with a potentially infectious slide. Therefore recurrence of this issue could potentially cause or contribute to serious injury or death.

Manufacturer narrative:
The following warnings and precautions are listed in the probechek alk negative control slides package insert (30-608496/r3): caution: this preparation contains human sourced and/or potentially infectious components. No known test method can offer complete assurance that products derived from human sources or inactivated microorganisms will not transmit infection. These reagents and human specimens should be handled as if infectious using safe laboratory procedures, such as those outlined in biosafety in microbiological and biomedical laboratories, osha standards on bloodborne pathogens, clsi document m29-a3, and other appropriate biosafety practices. Therefore all human sourced material should be considered infectious. These precautions include, but are not limited to the following: wear gloves when handling specimens or reagents. Do not pipette by mouth. Do not eat, drink, smoke, apply cosmetics, or handle contact lenses in areas where these materials are handled. Clean and disinfect spills of specimens by including the use of a tuberculocidal disinfectant such as 1. 0% sodium hypochlorite or other suitable disinfectant. Decontaminate and dispose of all potentially infectious materials in accordance with local, state, and federal regulations.